Manufacturer narrative:
The investigation has determined that a discordant (B)(6) result was obtained using the (B)(6) assay from a single patient sample collected from a patient with an infection from a previously identified (B)(6) when processed on a vitros 5600 system. The assignable cause for the discordant (B)(6) result is likely to be the presence of a mutated strain of the (B)(6). Per the vitros hbsag IFU:¿the ability of the vitros hbsag test to detect hbv mutants has not been determined. Testing using alternative methodologies may be warranted if signs, symptoms, and risk factors are indicative of viral hepatitis and other laboratory tests are nonreactive for the diagnosis of viral hepatitis". There is no evidence to suggest vitros hbsag lot 8220 in combination with the vitros 5600 system was not performing as expected.

Event description:
A customer obtained a discordant (B)(6) result from a single patient sample collected from a patient with an infection from a previously identified (B)(6) when processed on a vitros 5600 system. Patient sample (B)(6) result ((B)(6)) versus a (B)(6) result. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The discordant (B)(6) result was not reported by the customer and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).